Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported a patient was admitted to the hospital after experiencing a syncopal episode. Review of their system indicated pacing inhibition on the rv channel. Fluoroscopy taken showed the rv lead to be fractured. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.